Event description:
During a follow-up, loss of capture (loc) was observed on the leadless pacemaker (lp). An x-ray was performed and the original position of the lp had changed, though it was still fixated. A revision was performed and the lp was explanted and replaced to resolve the event. The patient was in stable condition.